Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization event on (B)(6) 2014. Blood glucose at the time of admission was over 300 mg/dl. The customer stated that she had gotten a new insulin pump that she did not prime and as a result, she was not getting any insulin for 24 hours. The customer stated she started having symptoms of high blood glucose such as urination and feeling light-headed. She then stated she was hospitalized for diabetes ketoacidosis. The customer also stated she was wearing the insulin pump at the time of hospitalization. No additional information provided.